Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the fall caused the impedance >4000 ohms. There was no surgery scheduled yet, so device was still implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1sm8m, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 26-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient fell and broke her lead, symptoms returned. It was indicated that lead migrated. Checked impedance and all were greater than 4000. X-rays have been ordered. No intervention was taken yet but complete revision will be scheduled. The issue was not resolved at the time of this report. There were no further complications reported at this time.